Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl with large ketones not identified dangerous by healthcare provider. Their bg level was addressed with a manual dose injection and then the customer went to the emergency room (ER) where they were treated intravenously with fluids of saline and insulin. At the time of reporting the customer was not released from the ER. Reportedly, the cartridge had been reused and in use for 15 days with humalog insulin. Tandem technical support educated the customer on cartridge labeling. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.